Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va00dd3, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller stated the lead was kind of loose a year ago, and it fixed itself. The caller stated when the hcp checked the ins they said the lead was a little loose and said they were going to leave it and check it at their next visit. The caller stated at the next visit the lead was fine. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating there was no issue with the dbs. No further complications were anticipated.